Event description:
It was reported that the patient had no hearing impressions with their device. In july 2005, the audio processor was found to be working properly. Testing was done and functional gain showed no significant difference between the unaided and aided thresholds for warble tones in soundfield, with an ap set a maximum gain. An rtf test was done and showed to be negative.